Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube at 24cm and 36cm from the hub. Microscopic examination revealed damage to the tip and buckling to the guidewire lumen 47mm from the tip. There are marks on the inside of the guidewire lumen 2mm from the tip. There are similar marks on one side of the balloon fold that goes along the entire length of the balloon. There is blood present in the hub and inflation lumen. The balloon was partially loosely folded prior to inflation testing. Since there is blood present in the inflation lumen, the device was pressure tested to find any possible leaks. The blood in the inflation lumen made the device unable to be inflated so it was placed in a water bath to soften the blood. After a few days of soaking the device was inflated and a pinhole on the inflation lumen 24.1cm from the tip was found. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed a pinhole in the inflation lumen.